Event description:
Customer reported loss of ECG and spo2 monitoring on the dpm 7 monitor. No pt injury was reported.

Manufacturer narrative:
Customer had an expired sensor. Masimo corp, the OEM for the sensor, has been informed of the reported issue and is working directly with the customer to replace the part. The loss of ECG monitoring is under investigation.